Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that during the implant of this cardiac resynchronization therapy defibrillator (crt-d), the left ventricular (lv) lead exhibited non-capture. The cause of the loss of capture could not be identified. The lv lead was surgically abandoned and replaced, and this device remains in service with the new lv lead. No additional adverse patient effects were reported.